Event description:
The device was returned for service. During service by baxter, battery leakage was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The facility representative reported that the pump would not turn on during bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found that customer¿s reported condition occurred because of battery acid seepage on the power pcba and harness.